Event description:
Two 7x40x80 evercross balloons were inserted through 2 different 5 fr sheaths over two separate guide wires. Upon inflation, the left evercross balloon burst circumferentially and separated into 2 pieces. A snare kit was used to retrieve the piece of balloon that was still on the wire in the patient. There was no adverse event to the patient, both pieces of the balloon were retrieved.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.